Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection when you connect yourself to the cycler. It also warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had accidentally cut their patient line during the previous therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.